Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated at that time. The hardware, software, and instruments passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a fess procedure, the site was having issues tracking instruments. The site had called a manufacturer representative when the issue occurred, he was unavailable for support so technical services (ts) called the account and by that time, they had swapped navigation systems to continue the case. A nurse spoke with ts on the phone, but was not in the room when the issue occurred. The best information she could get was that the emitter icon was red in the software and they weren't able to track instruments. She rebooted the system in the hallway and said it seemed to be functioning normally. There was a delay to the procedure of 5 minutes. Ts suggested to try and track some instruments in tracking view to confirm that the system was functioning normally as they have cases today where they need both systems. Ts told the site that cs will also follow up to perform a system checkout. The nurse called back and stated that after trying the suggestion from ts, she was still unable to track instruments and the emitter details were showing communication errors for both emitter and axiem box. The cs later confirmed that the number on the axiem box was 7 and everything in the eminterface was reading ok. Ensured that all of the coordinates updated by waving a tracker in front of the emitter with port 1 selected, repeated for ports 2-4. Everything was in working order.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: engineering has reviewed archives and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Per engineering no relevant information was found in the logs.